Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced perforation, resulting in loss of blood. The perforation required open heart surgery to repair perforation of ventricles and a bypass. It was also reported that during implant procedure the right ventricular (rv) lead/left ventricular (lv) lead exhibited placement difficulty. The rv/lv lead was attempted not used. No further patient complications have been reported as a result of this event.